Manufacturer narrative:
Latch assembly; bracket; weld.

Event description:
It was reported by the service report that the bracket where the siderail latching spindle attaches sheered off at the weld. The latching spindle and bracket were hanging off the bed, while there was a hole in the frame where the bracket would normally be welded. It is unknown if there was patient involvement or if there are adverse consequences to report.